Event description:
During cystoscopy case the greenlight laser shut down indicating lack of water pressure. It was determined that the problem was related to the laser and not to lack of water pressure.